Event description:
The customer reported that the system would not boot up and displayed error message stating that the system was ready to exit. No pt injury was reported.

Manufacturer narrative:
The customer reported they resolved the problem by rebooting the system three times and have had no add'l incidents. No add'l service info was provided.